Event description:
In 1972, pt had silicone breast implants put in for fibrocystic disease. In 1987 she couldn't breathe and was hospitalized in 8/87. She had 30 % breathing ability in one of her lungs. The doctors said she had fluid pockets in her lungs which they tried for days to drain. She was released days later after being in ICU. Sept 3rd the other lung started giving her trouble and on sept 5th she died.